Event description:
It was reported that the customer was hospitalized with dka. The customer was not willing to troubleshoot the pump. The dr was uncertain as to what caused the elevated blood sugars.